Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported bt the user facility: product # unk, 18g winged introcan safety, length unk, lot # unk, date of occurrence: (B)(6) 2016. Event: upon removing catheter from patient in emergency department, part of the catheter remained in the patient and had to be surgically removed, the piece was noted to be "underneath the patient's skin".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The sample and all available information were forwarded to the manufacturer for further evaluation. Sample analysis: the returned sample was brough to smart scope for further investigation. Observed "v" cut on the returned sample. Based on the above findings, such defect is not possible happen during manufacturing process. A simulation was conducted by manually withdrawing the needle half way from a good sample, then bend the capillary and re-inserted the needle untill poke through the capillary body. Afterthat, manually pulled the capillary tip until break off. Observed the defect pattern is quite similar with the complaint sample. Trending analysis: complaint trending from january 2014 until april 2016 for similar defect of broken off capillary for introcan safety was analized. Complaint occurance cases was calculated as below: the broken off capillary complaint shows decreasing trend from 2014 to 2016. Summary of root cause analysis: based on the above findings and simulation result obtained, such defect is not possible induced by manufacturing process. It was happened due to re-inserting of the needle and then stretched by a force. Cause : defect due to wrong handling. Justification: not justified. Multiple attempts to obtain lot number and further information were not successful. If additional pertinent information becomes available, a follow up will be submitted.